Manufacturer narrative:
Additional information:analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. The multiple broken off portions of the implant are missing and not returned for analysis. A microscopic review of the fracture surface reveals signs of overload during a compression then a bending moment. The location and nature of the fractures suggest brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.

Event description:
It was reported that a patient underwent a procedure with implant of a peek interbody cage. The surgeon was attempting to remove the cage to replace with a different size when the implant was broken. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation.